Event description:
There have been incidents in which the bd safety glide 23 gage needle has broken off during use. One incident occurred when the nurse attempted to engage the safety glide. Another incident occurred during administration in which the needle broke off in the patient's thigh. For both incidents, the lot #1281174. FDA safety report ID # (B)(4).